Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 400 mg/dl. Customer stated that insulin pump alarmed for no delivery during basal or fixed prime. Customer performed troubleshooting for no delivery alarm but alarm occurred again and explained that infusion set may be occluded. Insulin pump will not be returned for analysis.